Event description:
It was reported that during use of endosol balanced salt solution that the label/hanger of the bottle broke off. The bottle nearly hit the physician but he was able to catch it. No patient injury was reported.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.